Manufacturer narrative:
Additional information: section b.3, d.6b the recipient was reimplanted with another advanced bionics cochlear device. The recipient has reportedly healed and was successfully activated. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was explanted during a cholesteatoma extraction. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Advanced bionics received permission on behalf of the recipient to proceed with failure analysis on (B)(6) 2025. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. The electrode condition caused impedance values on two channels to be out of range. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was sliced. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed broken electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition caused impedance values on two channels to be out of range. The device passed the electrical tests performed. The device passed the mechanical test performed. This device was explanted for medical reasons. The device passed the electrical tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The company was informed the recipient was explanted. The recipient was reimplanted with another cochlear device. Advanced bionics is still in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.